Manufacturer narrative:
The lot number was not provided for the malfunction; therefore, a lot history review cannot performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information received indicated that model 600650 central venous catheter allegedly experienced break and failure to infuse. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. The information received indicated that model 0600650 central venous catheter allegedly experienced break, obstruction of flow, and fracture. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was not provided for the malfunction; therefore, a lot history review cannot performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.